Event description:
Rptr had titanium cages placed in her spine at the l5si area. She had an anterior/posterior fusion with this surgery. Since then she has had another surgery due to pain in her lower back. She had a spinal column stimulator placed in her to help reduce the pain. She continues to have a lot of pain where the cages are placed and this area gets very hot to the touch. She has been sick constantly with sore throats, sinus problems, and just poor health in general. She cannot lie on her right side for more than 10 min at a time, cannot stand or sit for longer than 5 minutes, and sleeping is very hard.